Manufacturer narrative:
(B)(4). The device was returned with the blade tip intact and not broken off as reported by the customer. However, during visual examination of the device; the housing of the hand activation contacts was noted to be damaged. During a functional test, the device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about, as the device returned had a different batch number than what was originally reported. Although the damaged activation contacts is not related to the reported event; it should be noted that at least 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4).

Event description:
It was reported that during an unknown procedure, at the beginning, after second activation, when cleaning the harmonic active shovel, the piece stuck came off. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.